Event description:
Philips received a complaint on the heartstart mrx device indicating that the device gives a "joule selection knob is not found" message.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the device did not pass the functional test due to a defective therapy knob. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heart start mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.